Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 2000 ohms and noise. A revision procedure was performed and this atrial lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating there was no visual confirmation of lead fractures or a header issue with the device by visual observation and fluoroscopy.